Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be weak circulation pump. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The latest labeling revision will be reviewed. Baw2800548 rev. 1, baw2800424 rev. 1 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: e, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been receiving erratic temperature alarms. Patient temperature (pt) was 32.4c (started tx at 36.5c), patient temperature (pt) was 32.4c, water temperature (wt) was 26.3c, flow rate (fr) was 0.9lpm. Had nurse flex cable and they confirm no changes in patient temperature. Asked for copy of graph which shows tx has only been running a short time and targeted temperature (tt) was changed from 33.5c to 34.5c. No other alerts or alarms for this therapy. By the time they received the screenshot water temperature (wt) was already 32.8c. Suggested caller make no other changes and will call back in one hour to see if patient is trending properly. Called back one hour later: patient temperature (pt) was 34.3c, targeted temperature (tt) was changed back to 33.5c. Asked them again not to make any changes to the targeted temperature (tt) and that would call back again in one hour. Patient temperature (pt) trending properly at 33.1c after one hour. They would page again if they need further support. Second call received 03aug2024. Nicu nurse states they get several alerts 116 and an alarm 117 (patient temperature change not detected). They had to turn the device off and on to restart therapy after the alarm 117. Explained this was a safety feature built into the device. Asked if they had a secondary probe to correlate and they state the skin probe reads 33.7c, arctic sun device reads 33.5c and targeted temperature (tt) was 33.5c. Advised so long as they are confident the patient temperature has not truly changed; they will just need to dismiss these alerts not restart therapy if it alarms again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have been receiving erratic temperature alarms. Patient temperature (pt) was 32.4c (started tx at 36.5c), patient temperature (pt) was 32.4c, water temperature (wt) was 26.3c, flow rate (fr) was 0.9lpm. Had nurse flex cable and they confirms no changes in patient temperature. Asked for copy of graph which shows tx has only been running a short time and targeted temperature (tt) was changed from 33.5c to 34.5c. No other alerts or alarms for this therapy. By the time they received the screenshot water temperature (wt) was already 32.8c. Suggested caller make no other changes and will call back in one hour to see if patient is trending properly. Called back one hour later: patient temperature (pt) was 34.3c, targeted temperature (tt) was changed back to 33.5c. Asked them again not to make any changes to the targeted temperature (tt) and that would call back again in one hour. Patient temperature (pt) trending properly at 33.1c after one hour. They would page again if they need further support. Second call received (B)(6) 2024. Nicu nurse states they get several alert 116 and an alarm 117 (patient temperature change not detected). They had to turn the device off and on to restart therapy after the alarm 117. Explained this was a safety feature built into the device. Asked if they had a secondary probe to correlate and they state the skin probe reads 33.7c, arctic sun device reads 33.5c and targeted temperature (tt) was 33.5c. Advised so long as they are confident the patient temperature has not truly changed, they would just need to dismiss these alerts not restart therapy if it alarms again.